Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, the air detector was lifted, and the downstream occlusion seal was peeled. There was no evidence to review in the event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. It was determined the root cause was due to user error. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump failed accuracy testing.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.